Manufacturer narrative:
Corrected: d4 (primary UDI number). The cause of the major bleed was most likely use issue related since the perclose failed.

Manufacturer narrative:
The cause of the major bleed was most likely use issue related since the perclose failed.

Manufacturer narrative:
This device will not be returned for evaluation.

Event description:
An impella cp device was inserted via the right femoral artery in a 53-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage c, with a history of coronary artery disease. Two perclose sutures were placed using a pre-close technique at the time of implant. At the time of bedside impella cp removal, the physician reported difficulty visualizing the femoral access site due to a large pannus. During closure, one of the perclose sutures was compromised, rendering it ineffective. Due to ongoing bleeding concerns, the patient was urgently taken to the cardiac catheterization laboratory, where an additional perclose device was placed to achieve hemostasis and complete access site closure. The reported major bleeding requiring surgical/interventional hemostasis is most plausibly related to access-site management challenges and patient-specific anatomic factors, including limited visualization of the femoral access site. Access-site bleeding and the need for additional closure interventions are known risks associated with large-bore femoral arterial access and are described in the instructions for use. It is unknown whether recommended best practices for access management and closure were followed to mitigate the risk of bleeding.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.